Event description:
Correction: please retract this report 2135147-2025-00269, the same issue was previously reported as 2135147-2024-05656.

Manufacturer narrative:
Correction: please retract this report 2135147-2025-00269, the same issue was previously reported as 2135147-2024-05656.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The occluder was implanted. Post-implant the occluder embolized to the mitral valve. Attempts were made to retrieve the occluder. Cardiopulmonary resuscitation (CPR) was performed. The patient experienced multiple strokes in both hemispheres of the brain that led to blindness, the inability to move, and general unawareness. The patient was admitted to a long-term acute care hospital (ltach). One week after being discharged from the ltach the patient developed a 104 fahrenheit temperature due to sepsis. The patient was transported to the hospital where it was observed that the patient's breathing was labored with low oxygen. The patient's blood pressure was also dropping. The patient was stabilized and admitted to the intensive care unit (ICU). The patient was moved to comfort care and passed away 12 hours later on (B)(6) 2024.

Event description:
Correction: please retract this report 2135147-2025-00269, the same issue was previously reported as 2135147-2024-05656.

Manufacturer narrative:
H6 removed health effect - clinical code 1770 stroke/cva, h6 removed health effect - clinical code 2422 obstruction/occlusion, h6 removed health effect - clinical code 1858 fever, h6 removed health effect - clinical code 2067 sepsis, h6 removed health effect - clinical code 1710 angina, h6 removed health effect - clinical code 1914 low blood pressure/hypotension, h6 removed health effect - impact code 1802 death, h6 removed health effect - impact code 4641 unexpected medical intervention, h6 removed health effect - impact code hospitalization or prolonged hospitalization, h6 removed medical device problem code 1395 migration or expulsion of device. Correction: please retract this report 2135147-2025-00269, the same issue was previously reported as 2135147-2024-05656.